Event description:
It was reported that the pulse generator exhibited backup vvi. The electrogram showed pacing spikes with irregular frequency, failure to capture and the patient's intrinsic rhythm of 60 beats per minute.

Manufacturer narrative:
(B) (4) company representative backup operation could not be verified. At final analysis the pulse generator was without output or telemetry. The battery voltage was below end of life level when the device was cut open, and it did not meet 75 percent of nominal longevity. No representative field settings were received. Normal function ensued with a new battery.